Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the internal carotid artery, the "head" of the pipeline did not open from the protective coil. The physician made numerous maneuvers and rotated the pushwire without success. A new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The flow diverter¿s pushwire and detached braid were returned for evaluation. Since the device was found separated from the pushwire, we were unable to identify the distal end from the proximal. The braid was fully open with one end having moderate fraying, and the middle section and other end having no damages. The tip coil was observed to be stretched. Coating damage was observed on a few locations throughout the pushwire. No other anomalies were observed. Based on the analysis findings and the reported details, the report of flow diverter stuck inside capture coil issue was not confirmed. The cause for the reported experience could not be determined, as the returned device braid was found to have fraying damage on one end and detached from the capture coil. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be determined. The coating damage on the proximal end of the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv valve. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered flow diverter, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Rotate the delivery wire only in a clockwise direction. Rotating in a counter-clockwise direction may make device release more difficult or impossible. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. If information is provided in the future, a supplemental report will be issued.